Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, when the stylet was inserted, a lot of resistance was observed. A new stylet was inserted and the same issue was observed. The lead was not implanted and was replaced without issue. There were no patient consequences.